Event description:
The international customer provided information that the initially report event was incorrect: correct event description: it was reported that during an unknown procedure the ¿change scalpel¿ instrument screen was displayed. The titanium tip was not broken off. No adverse event on the patient.

Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. The titanium tip was broken during the procedure when re-installed. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).